Manufacturer narrative:
This report was filed late because the incident was incorrectly classified as not MDR reportable. A retrospective review of complaints; however, identified this incident as MDR reportable. Reverse charging is the probable cause of the defect. Reverse charging may be caused by inserting devices in an incorrect orientation into the charging station with some force. This situation could easily be detected, since the top of the charger cannot be shut and parts of the hearing aids would remain exposed. Reverse charging may also be caused by inserting the batteries in the hearing aid with wrong orientation by applying some force. Standard batteries are just slightly asymmetric, resulting in a not too obvious slight spreading of the hearing aid case. A letter with the investigation results was sent to the acoustician on 02/19/2010. The charger user guide was updated to contain more specific warnings regarding the handling of batteries and instruments to reduce the likelihood of accidental reverse charging. As of today, (B)(4) more battery expansion incidents have come to our attention and will be reported on separate 3500a with reference to this report shortly.

Event description:
A customer was wearing the siemens pure 500 hearing instrument on his right ear. As usual, the hearing instrument was charged overnight. While wearing the hearing instrument, the customer heard a loud sound. The customer immediately removed the hearing instrument from behind the ear and realized that the battery compartment had opened itself. The expanded rechargeable battery was removed from the hearing instrument. The hearing instrument and the destroyed rechargeable battery were placed, 2 cm apart from each other, on a sheet of paper and on a shelf. Soon after, the defective rechargeable battery started to burn. The nearby hearing instrument was also burned.